Event description:
Medtronic received report that the axium coil could not be delivered into the microcatheter as there was obvious resistance with the coil at the catheter hub. It was noted that the axium coil and all accessory devices were prepared per the instructions for use (IFU). The coil had pushed out of the sheath smoothly. The catheter was not damaged. The coil was replaced with another of the same model which was used without issue. There was no harm or injury to the patient who was undergoing a coil embolization procedure to treat a c6 segment unruptured saccular aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 2mm. Blood flow and vessel tortuosity were normal. Additional information received reported the catheter was a medtronic echelon 10 catheter.

Manufacturer narrative:
H3: product analysis of (B)(4), lot no: s23gm016c as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The echelon-10 micro catheter used in the event was not returned. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be kinked within introducer sheath at 177.4cm from proximal end. The implant coil was found to be already detached and not returned. The axium was pushed out further from the introducer sheath for additional evaluation. The shield coil was found to be stretched. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). Improper hubbing technique could not be ruled out as a potential root cause for the event. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium detachable coil instructions for use (IFU): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.